Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll medical corporation for evaluation. The reported problem of ECG lead off message with ECG leads was confirmed. The device was put through extensive testing including full functionality testing with pads and passed. Internal inspection of the device found the ECG input connector and ECG flex cable damaged. The ECG input connector and ECG flex cable were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to have any clinical impact.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via leads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.